Event description:
This pt is oxygen dependent. He uses an oxygen concentrator on a daily basis. While resting in his recliner, he saw sparks coming from the concentrator. This pt is very weak. Before he could get out of his chair, flames were traveling up his o2 tubing. He managed to remove his o2 and get over to the machine to turn it off. He fell during the process and has a small skin tear to his right thumb, and his left knee is very tender to the touch. Portable x-ray ordered of pt's left knee. The pt's carpet was burned in the living room and in the bedroom. The home was filled with ashes and smoke. The pt was without his oxygen for sometime.